Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on both the right atrial (ra) and right ventricular (rv) channels. It was determined that the episodes occurred during an unrelated shoulder surgery, and involved cautery. The device remains in use. No patient complications have been reported as a result of this event.